Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was unknown. On the same day as hospitalization, the patient was treated with injection vancomycin (1 gram every third day, route not reported) and injection meropenem (twice a day, dose and route not reported). The patient outcome was unknown. Action taken with dianeal therapy was not reported. Additional information is not available.